Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling the leg assembly through tissue, the needle detached inside the patient.the physician was unable to locate the needle by palpation or x-ray to remove it, so it was left inside the patient. The physician was able to complete the procedure with this uphold vaginal support system. There were no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.